Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient reports her device was not working properly for about a month. Troubleshooting included having the patient sync their implant with programmer which showed stim was off. The patient was not sure why therapy was off but stated that she had a grand mal seizure and was put in a medically induced coma and it may have been turned off at that time without her knowing. The patient was able to turn therapy on and feel stimulation. No symptoms were reported and no further complications were reported or are anticipated.